Event description:
User reports multiple pt samples that initially gave hba1c results 10 to 50 percent lower in recovery when compared to the repeat results. No specific pt hba1c results were provided. If add'l info is received, appropriate notification will be provided.